Event description:
It was reported the customer had recurring no delivery alarms. The customer stated insulin would be delivered if they programmed small doses of insulin. Customer's blood glucose was 200 mg/dl at the time of the call. Customer declined to troubleshoot for their no delivery alarms. The customer will be sent replacement infusion sets. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.